Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump unable to download to the carelink software due to corrupted history file alarms in alarm history screen. Corrupted history file alarms due to corrupted history file. Pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No moisture damage or debris on electronics noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer did not provide their blood glucose value at the time of the incident. The customer stated the insulin pump screen is going out and he cannot see the screen too well. The screen is faded. The customer stated appears to have like sand in the screen, the screen is not scratched up. Cloudy. Looks like a bunch of small dots like pin needles. The customer states that the he does not ask it to do the self-test but randomly it will do the self-test, and when it is complete it will be on the utility menu. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.